Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a sensing anomaly and noise. There is no additional information available. The patient is in good condition. The device remains implanted.